Manufacturer narrative:
Additional information in the following: section b5 - describe event or problem. Section a1 - patient identifier complete entry = (B)(6); section a patient information: refer to section b5 for complete patient information. The instrument service history review for the alinity I processing module serial number ai30914 found no additional complaint tickets related to false positive b-hcg results. Data and information provided by the customer were reviewed and support the complaint issue. A review of complaint and trending data for the alinity I processing module did not identify any similar issues with regards to the customer reported event. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances related to the current complaint. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial number ai30914 was identified.

Event description:
The customer reported false positive alinity I total b-hcg generated from alinity I processing module and provided the following data: on (B)(6) 2026, the result for sid (B)(6) was 109.92 miu/ml (positive). The customer retested the sample with colloidal gold, and the result was negative. The customer then retested the sample with sid 10 and the result was <1.2 miu/ml (negative). Patient information: 29-year-old female with amenorrhea. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Event description:
The customer reported false positive alinity I total b-hcg generated from alinity I processing module and provided the following data: on (B)(6) 2026, the result was 109.92 miu/ml (positive). The customer retested the sample with colloidal gold, and the result was negative. The customer then retested the sample, and the result was <1.2 miu/ml (negative). Patient information: 29 year old female with amenorrhea. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.